Event description:
Proximal screws broke just under plate and remnants were left in the bone. Surgeon stated that the pt could have walked on it early.

Manufacturer narrative:
Unit not returned for eval. Physician stated that the pt could have walked on it early. Surgeon also stated that he thought the screws could be undersized. Model # 322-2724.